Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, after the clip was deployed, while rubbing the groin area, the physician moved his index finger down the tissue tract as he felt that something was wrong, although it looked like hemostasis was achieved. There was pulsatile flow from the site and a cut down procedure was performed to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.